Manufacturer narrative:
Based on the information provided, kci could not determine that the alleged seizures, fever, and sobbing are related to the activ.a.c.¿ therapy system. The patient has cerebral palsy, epilepsy, and an active wound infection. Although no medical or surgical intervention was necessary, it was reported that the removal of the activ.a.c.¿ therapy system resolved the alleged events. A device evaluation is currently pending return of the device. Device labeling, available in print and online, states: considerations for transistioning v.a.c.® therapy into home care in addition to the contraindications, warnings, and precautions for use of v.a.c.® therapy, consider the following before prescribing vac therapy for use in the home care setting. The patient's situation: clinical condition. Point to remember when using 3m¿ v.a.c.® therapy: ensure the patient/wound is a suitable candidate for v.a.c.® therapy.

Event description:
On 21-sep-2021, the following information was provided to kci by the family member: on (B)(6) 2021, v.a.c.® therapy was stopped allegedly due to the patient experiencing seizures from "sensory overload." The patient has cerebral palsy and upon application, began "sobbing, having seizures, and running a fever." Upon removal, the patient "regained normal faculties in fifteen minutes." The family member wanted "to try again" and reapplied v.a.c.® therapy; however, "the same thing happened". On 24-sep-2021, the following information was provided to kci by the nurse: the patient has cerebral palsy and would experience seizures and a fever upon application of v.a.c.® therapy. It was confirmed that the seizures and fever resolve upon removal of v.a.c.® therapy. No medical or surgical intervention was required. Patients with cerebral palsy can commonly react to different types of stimulation, so the physician opted to discontinue v.a.c.® therapy. A device evaluation of the activ.a.c.¿ therapy system is currently pending return of the device.

Manufacturer narrative:
Based on the information obtained regarding the device, kci's assessment remains the same; kci could not determine that the alleged seizures, fever, and sobbing are related to the activ.a.c.¿ therapy system. The patient has cerebral palsy, epilepsy, and an active wound infection. Although no medical or surgical intervention was necessary, it was reported that the removal of the activ.a.c.¿ therapy system resolved the alleged events. The device passed quality control checks before and after patient placement.

Event description:
On 04-nov-2021, a device evaluation was completed by kci quality engineering. On 19-aug-2021, the device was tested per quality control procedure by the kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2021, the device was placed with the patient. On 03-nov-2021, the device was tested per quality control procedure by kci quality engineering, and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
MDR-3009897021-2021-00250 submitted on 18-oct-2021 noted the following: section b3 date of event: on (B)(6) 2021. Correction: section b3 date of event: on (B)(6) 2021.